Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited an inappropriate shock in the secondary sensing vector. The primary sensing vector failed in the rest position and was ok in the standing position during automatic set up. The primary sensing vector failed in treadmill optimization; thus the alternate sensing vector was used. A review of all of the sensing vectors was sent to technical services (ts). Ts noted that the best signal is provided by the alternate vector. It is true that the secondary vector is assessed as passing by the automatic setup. However, the device in that assessment is not taking into account potential noise oversensing scenarios as the one that generated the episode of inappropriate shock. If there are concerns about potential myopotential oversensing, consider performing troubleshooting steps to analyze which vector will provide better noise discrimination. Additional information noted that an inquiry regarding the device beeping was sent to ts for review, and the most recent device data showed that the device exhibited a battery depletion alert. Ts confirmed that in the presence of a battery depletion alert the device will beep sixteen times every nine hours. Ts confirmed that the device was exhibiting premature battery depletion and should be replaced within ninety days from (B)(6) 2023. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this device exhibited an inappropriate shock in the secondary sensing vector. The primary sensing vector failed in the rest position and was ok in the standing position during automatic set up. The primary sensing vector failed in treadmill optimization; thus the alternate sensing vector was used. A review of all of the sensing vectors was sent to technical services (ts). Ts noted that the best signal is provided by the alternate vector. It is true that the secondary vector is assessed as passing by the automatic setup. However, the device in that assessment is not taking into account potential noise oversensing scenarios as the one that generated the episode of inappropriate shock. If there are concerns about potential myopotential oversensing, consider performing troubleshooting steps to analyze which vector will provide better noise discrimination. Additional information noted that an inquiry regarding the device beeping was sent to ts for review, and the most recent device data showed that the device exhibited a battery depletion alert. Ts confirmed that in the presence of a battery depletion alert the device will beep sixteen times every nine hours. Ts confirmed that the device was exhibiting premature battery depletion and should be replaced within ninety days from (B)(6) 2023. Additional information noted that a procedure took place. The device will not be returned as it was discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the explant date.

Event description:
It was reported that this device exhibited an inappropriate shock in the secondary sensing vector. The primary sensing vector failed in the rest position and was ok in the standing position during automatic set up. The primary sensing vector failed in treadmill optimization; thus the alternate sensing vector was used. A review of all of the sensing vectors was sent to technical services (ts). Ts noted that the best signal is provided by the alternate vector. It is true that the secondary vector is assessed as passing by the automatic setup. However, the device in that assessment is not taking into account potential noise oversensing scenarios as the one that generated the episode of inappropriate shock. If there are concerns about potential myopotential oversensing, consider performing troubleshooting steps to analyze which vector will provide better noise discrimination. Additional information noted that an inquiry regarding the device beeping was sent to ts for review, and the most recent device data showed that the device exhibited a battery depletion alert. Ts confirmed that in the presence of a battery depletion alert the device will beep sixteen times every nine hours. Ts confirmed that the device was exhibiting premature battery depletion and should be replaced within ninety days from 28 august 2023. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited an inappropriate shock in the secondary sensing vector. The primary sensing vector failed in the rest position and was ok in the standing position during automatic set up. The primary sensing vector failed in treadmill optimization; thus the alternate sensing vector was used. A review of all of the sensing vectors was sent to technical services (ts). Ts noted that the best signal is provided by the alternate vector. It is true that the secondary vector is assessed as passing by the automatic setup. However, the device in that assessment is not taking into account potential noise oversensing scenarios as the one that generated the episode of inappropriate shock. If there are concerns about potential myopotential oversensing, consider performing troubleshooting steps to analyze which vector will provide better noise discrimination. Additional information noted that an inquiry regarding the device beeping was sent to ts for review, and the most recent device data showed that the device exhibited a battery depletion alert. Ts confirmed that in the presence of a battery depletion alert the device will beep sixteen times every nine hours. Ts confirmed that the device was exhibiting premature battery depletion and should be replaced within ninety days from 28 august 2023. Additional information noted that a procedure took place. The device will not be returned as it was discarded at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device exhibited an inappropriate shock in the secondary sensing vector. The primary sensing vector failed in the rest position and was ok in the standing position during automatic set up. The primary sensing vector failed in treadmill optimization; thus the alternate sensing vector was used. A review of all of the sensing vectors was sent to technical services (ts). Ts noted that the best signal is provided by the alternate vector. It is true that the secondary vector is assessed as passing by the automatic setup. However, the device in that assessment is not taking into account potential noise oversensing scenarios as the one that generated the episode of inappropriate shock. If there are concerns about potential myopotential oversensing, consider performing troubleshooting steps to analyze which vector will provide better noise discrimination. No adverse patient effects were reported. The device remains implanted.